Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator display and display cable were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported receiving a voltage out of range error. This would have prevented the use of mechanical ventilation. There was no report of patient involvement.